Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate or locate the error. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system produced an error message and the collimator closed down independently. No patient injury was reported.